Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred. There was no reported adverse impact on customer's blood glucose level. Customer either continued to use the existing cartridge or loaded a new cartridge in an attempt to resolve the issue, however the insulin gauge remained inaccurate.